Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial/lot #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.

Manufacturer narrative:
Additional information was received that the reason for the explant was that the device was not helping with the patient¿s pain.